Manufacturer narrative:
Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. The device was not returned for analysis. A review of the lot history record and complaint history could not be conducted because the part and lot numbers were not provided. The reported patient effects of myocardial infarction, thrombosis and ischemia are listed in the xience v everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. A conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. The treatment(s) appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. The absorb device and the additional adverse patient effect of death referenced are filed under separate medwatch report numbers. Attachment: article titled, "bioresorbable vascular scaffolds versus drug-eluting stents for diffuse long coronary narrowings".

Event description:
It was reported in a research article that absorb scaffolds may be related to myocardial infarction, thrombosis, ischemia driven target-lesion revascularization, dissection with intervention and hospitalization. In the same article, xience stents are reported to be related to death, myocardial infarction, thrombosis, ischemia driven target-lesion revascularization and hospitalization. Details can be found in the attached article "bioresorbable vascular scaffolds versus drug-eluting stents for diffuse long coronary narrowings".